Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with two unspecified mentor saline breast implants is planning to undergo prophylactic removal of her devices bilaterally without replacement. A healthcare professional reports that the patient is not experiencing any complication, but wishes to undergo a removal-only surgery, since she is concerned about the age of her breast implants. This event is being reported at this time as a result of the initial reporter intimating that the additional surgical intervention is imminent, but at this time, mentor has received no information regarding explantation or an expected explantation date. This information will be submitted in a supplemental report when it is received. This report is for the right-sided prosthesis.